Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, the patient's wife reported that the infusion set's tubing was detached from quick release and was not able to be attached to the tubing again. No further information was available.